Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a sscor1 matrix drawer 3 was not connected to the bus a field service engineer discovered that the drawer controller was only partially connected to the pyxis bus cable, prompting the fst to properly reinsert the cable to rectify the problem. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when the bd pyxis¿ medstation¿ es ,drawer malfunctioned. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.